Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient wasn¿t feeling stimulation after going through a security gate. They thought that, maybe, they shut the stimulation off, but they weren¿t sure. They stated that, maybe, the implanted neurostimulator (ins) turned off when they passed through security. This occurred a couple weeks prior to the report. There were no further complications reported or anticipated.